Manufacturer narrative:
The insulin pump had intermittent button response due to flattened act button dome switch. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The customer stated the buttons on the insulin pump were unresponsive when attempting to bolus. The customer noted the issue when entering their blood glucose. Customer's blood glucose was 320 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.